Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model:sc-2218-50, serial: (B)(6), batch: 7085410, UDI#: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7131826 UDI#: (B)(4). Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 32028951, UDI#: (B)(4).

Event description:
It was reported that the patient had a coagulase-negative staphylococci infection at the implantable pulse generator (ipg) pocket site. The patient first noted of mild swelling at the midline incision site that got bigger and had drainage. Symptoms of increased pain and impaired wound healing were also present. The physician believed that the infection was not device related and could have been something systemic. The patient was administered with multiple courses of oral antibiotics without resolution and undergone multiple forms of imaging without explanation of the wound. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.